Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. Unit was received without the original belt clip. Unit was received with cracked select button keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that his insulin pump is eating batteries in 10 minutes and now it will not turn on. Customer reported that display is blank. Customer stated that the display was blank less than 30 seconds. Customer stated that display is blank currently. Insert battery alarm did not display on the pump screen. Customer reported cosmetic damage. Customer reported missing label. Customer's reported belt clip is broken. The customer was assisted with troubleshooting for blank display and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.